Event description:
It was reported a resolute integrity drug eluting stent was implanted in the patient approximately 32 days past its labelled expiry date. The device was implanted successfully in the rca vessel with no reported patient complications.

Manufacturer narrative:
Evaluation results: shelf life exceeded; failure to follow instructions (recommended that shelf life be verified prior to use). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions (recommended that shelf life be verified prior to use). No device failure; user error contributed to event (recommended that shelf life be verified prior to use). (B)(4).